Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event reported for the same pt involving two separate products; associated mdrs # 1225714-2014-01745 and 1225714-2014-01746.